Event description:
Plaintiff reports initial bilateral implantation 8/11/78 with explant 1/30/81. Plaintiff alleges " injuries as a result of implants containing silicone, silicone gel, and/or an elastomer made of silicone."